Manufacturer narrative:
Result: the penumbra coil 400 was detached from the pusher assembly and the pet lock was still intact, indicating that the coil was not detached as intended. The proximal constraint sphere was inside the distal detachment tip (ddt) and the coil stretch resistant (sr) wire was broken. Conclusion: the compliant has been evaluated. The compliant indicates that the penumbra coil 400 was broken inside the microcatheter. Evaluation of the returned device confirmed the unintentional detachment. It appears that the penumbra coil 400 sr wire was fractured while manipulating the coil in the microcatheter. This type of damage typically occurs when the device is retracted against resistance and the retraction force exceeds the tensile strength of the sr wire material. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra coil 400. During the procedure, while deploying the third coil, the coil was broken in the microcatheter. The physician used a syringe to aspirate the coil out. The coil was broken in between the coil and the shaft. There was no report of an adverse effect on the patient.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra coil 400. During the procedure, while deploying the third coil, the coil was broken in the microcatheter. The physician used a syringe to aspirate the coil out. The coil was broken in between the coil and the shaft. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.